Event description:
A caller reported encountering continuous glucose monitor (cgm) error 42 with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for resetting the pump and guided the caller through the process. After the reset, the cgm error did not reappear, and the caller successfully initiated their sensor session.